Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced muscle stimulation. Subsequently, the lead was repositioned. The lv lead remains in service. No additional adverse patient effects were reported.